Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting high pacing impedance. The physician suspected a lead fracture and performed high energy shock testing. Two shocks were attempted; the second one converted the rhythm from vf to vt but did not restore sinus rhythm; an external rescue shock was able to terminate the arrhythmia. Following this, the device could no longer be interrogated. The physician believes the device was damaged by shocking into a shorted or fractured lead. Shocking impedance was normal.